Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.